Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. Reportedly, customer loaded a new cartridge to resolve the issue. The customer blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. At the time of the report with tandem technical support, the customer had not addressed bg.